Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. The instrument was installed on an in-house system for functional testing. The instrument moved intuitively. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the device not operating as intended was confirmed by failure analysis.

Event description:
It was reported that during a ovarian cystectomy da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported misaligned wrist movement of the fenestrated instrument. When the surgeon moved the wrist of instrument left and right, the instrument moved in a different direction (up and down). The customer followed the troubleshooting steps. First, the customer reseated the sterile adaptor and the instrument on the universal surgical manipulator (usm) 2, the issue was not resolved. Second, the customer installed the fenestrated instrument on a different arm and the issue was again reproduced. The customer installed monopolar curved scissors (mcs) on the usm2 and there was no issue. The customer replaced the instrument with backup fenestrated instrument but the 2nd fenestrated instrument had the same issue. The customer replaced the instrument one more time with backup fenestrated instrument and the 3rd fenestrated instrument had no issue. The procedure was continued robotically with all arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. .